Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, there was a balloon pull through when using a 6-12f mynx control venous vascular closure device. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx device. An 11f non-cordis sheath was used. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no vessel tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The mynx vcd was prepped according to the IFU, with the device purged of air during preparation. The balloon did not lose pressure, and no scar tissue was present at the puncture site. Additionally, no excessive force or tension was applied to the device, as indicated by the tension indicator. Multiple sheath exchanges were performed prior to the use of the mynx device. The device is being returned for evaluation.

Manufacturer narrative:
As reported, there was a balloon pull through when using a 6-12f mynx control venous vascular closure device. There was no reported patient injury. The mynx vascular closure venous vcd was used in an interventional procedure with a retrograde approach. The deployer was in training with the mynx device. An 11f non-cordis sheath was used. The vessel diameter was confirmed to be greater than or equal to 5 mm, with no vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for less than 30 minutes. The mynx vcd was prepped according to the instructions for use (IFU), with the device purged of air during preparation. The balloon did not lose pressure, and no scar tissue was present at the puncture site. Additionally, no excessive force or tension was applied to the device, as indicated by the tension indicator. Multiple sheath exchanges were performed prior to the use of the mynx device. A non-sterile mynx control venous vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected to the device, and the stopcock was found in the open position. Furthermore, an unknown procedural sheath was locked onto the device and blood was noted to be inside the procedure sheath. The sealant was found in its manufactured position, fully covered by the sealant sleeves. No damages were observed to the sealant sleeves assembly, only residues of dry blood were noted on it. Dimensional analysis was conducted to verify the inflated balloon diameter and to ensure compliance. The results of the analysis confirmed that the dimensions were within specification. Per functional analysis, the balloon of the returned device was inflated, maintaining pressure with proper function of the inflation indicator. Additionally, the balloon was fully inflated and deflated as intended, following the mynx control IFU. The reported event of ¿balloon-pull through¿ was not confirmed through analysis of the returned device since the device passed dimensional and functional analysis with no other anomalies noted. The exact cause of the issue experienced and the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel conditions (multiple sheath exchanges were performed prior to the use of the mynx device) and/or procedural/handling factors (user was in training at the time of the issue) likely contributed to the reported pull through experienced, especially since there were no anomalies noted to the balloon during analysis. According to the instructions for use (IFU), which is not intended as a mitigation, once the device is inserted into the sheath, the IFU instructs to ¿inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side and close stopcock. Align the device with the tissue tract. Pull gently to retract the device and procedural sheath until the black line in the tension indicator window aligns with the marks on both sides of the white handle. This indicates that the balloon is abutting the venotomy and that the device is positioned to appropriately deliver the sealant extravascular to the venotomy.¿ it should be noted that multiple sheath exchanges can impact the venotomy site due to additional trauma to the vessel, and can compromise the integrity of the venotomy. With the application of tension, this can make it more difficult to maintain a stable position with the balloon, potentially causing the balloon to be pulled through the access site. Neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.